Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 138 mg/dl at the time of incident. Customer stated that the insulin pump buttons works intermittently and would lag. No significant events leading to keypad anomaly were observed. No troubleshooting was performed. The insulin pump is not expected to return for analysis.